Event description:
During a sciatic nerve block, the nerve stimulator was noted to not be working. A second cord was attached to the patient and it did not work either. A third cord was then attached to the stimulator and it still did not work. Another stimucath kit was then opened and still did not work. The physician then visualized the nerve with ultrasound and determined he was touching the nerve, but still no stimulation was noted. The decision was made to abort the procedure to assure no injury occurred to the nerve. The continuity of the three cords was evaluated by the facility's biomed staff resulting in two defective cords and one cord that appeared to be intact. There was no injury to the patient noted. It should be noted that once we had tried all 3 stimuplex cords that we had with the same stimucath kit, we then tried a different stimucath kit. Also, the stimuplex nerve stimulator and the stimucath nerve block kit have been cross compatible in the past and since the problem.